Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into clinic with discoloration on the screen of their primary system controller, although the readings were still visible. When the alarms were tested, they were barely audible. We changed it for safety reasons, as even the driveline disconnect alarm was barely audible. The system controller was exchanged for safety reasons, as even the driveline disconnect alarm was barely audible. The patient stated that they fell asleep on the floor and that it was this way when they woke up a couple weeks ago. They denied exposure to moisture and did not report any heat exposure. The patient did not experience any adverse consequences.